Event description:
The customer reported the sys won't take pictures or save pictures from c-arm. The sys failed in middle of procedure, rebooting resolved problem and case was completed without further issues. Pt involved but no pt injuries.

Manufacturer narrative:
The sys was repaired, found to be operating as intended, and released to the customer for use.